Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension® exl¿ 200 system. Rsc reviewed the information provided by the customer and the instrument data log. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed the vessels used in testing had a residual check reagent on them. The issue was resolved by performing routine maintenance and replacing the loci® chamber insert. The cause of the issue is non-standard use of the reaction vessels. The customer is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension® exl¿ 200 system. The discordant result was reported to the physician and questioned. The same sample was reprocessed on the same system. A lower tnih result, considered correct, was obtained. A corrected report was issued. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result.